Event description:
It was reported that both the atrial and ventricular leads had low impedance which triggered a lead impedance warning. Intermittent sensing and inconsistent/unstable thresholds were also reported. Subclavian crush was suspected. The leads were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and the proximal conductor of the lead developed a fracture at the first rib/clavicle location while in vivo. It was noted that the distal conductor of the lead was obstructed due to a stylet/guidewire stuck in the lumen. Also, the inner and outer insulation of the lead developed a breach at the first rib/clavicle location while in vivo. (B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products; 5092 implantable pacing lead 2007 (B)(6); (B)(4) implantable pulse generator 2007 (B)(6). (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.